Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus and the cursor on the programmer were not aligned. It was further noted that the eject button on personal computer memory card international association (pcmcia) was broken. The connection between the overlay and xy board was re-seated and the stylus was calibrated. The pcmcia was replaced. The hard drive was reconfigured and the software was reloaded and updated. The programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following calibration tests, the stylus did not match the display cursor on the programmer. There was no patient involvement. The programmer was received for repair.